Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-sep-2025 it was reported that on the evening of (B)(6) 2025 the user experienced a low blood glucose (bg) event while using the ilet bionic pancreas system. The user¿s lowest recorded bg was 44 mg/dl. The user¿s report indicated that no insulin delivery occurred immediately prior to the event, with only a minimal correction dose 4¿5 hours earlier. The user confirmed concurrent use of tresiba, a long-acting basal insulin, in combination with the ilet ¿ which constitutes off-label use. The user self-treated with snacks overnight. The agent advised that tresiba use is not indicated for use with the ilet and referred the user to their healthcare provider for therapy guidance. The user understood and had no further questions. No symptoms, external assistance, or medical intervention occurred.